Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator (ICD) was found to be in backup operation due to event queue overflow. Reprogramming was performed. There were no patient consequences.